Event description:
The customer¿s olympus sales representative reported the evis exera ii ultrasound gastrovideoscope would not process in the medivator. There was an error message for channel blockage. Inspection of the returned device found the nozzle was obstructed, which may have caused by insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was obstructed. The glue on the bending section rubber was cracked and there were minor buckles at boot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the insufficient cleaning could not be determined at this time. Olympus will continue to monitor field performance for this device.